Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 16 (timeout moving to take-up position) error messages were confirmed during the initial functional testing and archive review. The driveshaft was rotated back to home position to remedy the user advisory (ua) 45 issue. The root cause for user advisory (ua) 16 error was determined to be a seized brake gap due to the age of the device. Brake gap was adjusted to remedy the fault. The autopulse platform is a reusable device and was manufactured in march 2008 and is 11 years old. It has exceeded its expected service life of 5 years. This type of brake gap issue is characteristic of normal wear and tear for the age of the device. The platform failed the initial functional testing due to error messages user advisory (ua) 45 and user advisory (ua) 16 displayed when the platform was powered on. Visual inspection of the returned platform was performed and found no physical damage. The archive data review indicated error message user advisory (ua) 45 and (ua) 16 error messages occurred around the reported event date. The likely root cause of the user advisory (ua) 45 error was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon customer approval, the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and user advisory (ua) 16 (timeout moving to take-up position) error messages. The user was unable to clear the errors. No patient involvement.